Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Primed to fill. 2 tank seal worn and torn from wear. Performed pm procedure. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank gaskets, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they emailed in csv files showing alert 113(reduced water temperature control) as a result of a failed mixing pump. Per follow up information received via phone on 11feb2025, customer reported that the device will be sent to a bd-approved facility for evaluation. They have requested a purchase order, the po was currently pending. Customer reported that they were unable to resolve the issue in-house and therefore opted for depot service. Customer attempted tank harness replacement (p/n: 40308000) and calibration using ctu, no effect, still alerting for 113 after ~30 minutes of cycle. Unit was called in for repair by department staff stating that it alerted for error 113, but did not specify that any patient harm was involved. Per sample evaluation results on 14mar2025, primed to fill. 2 tank seal worn and torn from wear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they emailed in csv files showing alert 113(reduced water temperature control) as a result of a failed mixing pump.